Event description:
It was reported that patient presented to clinic after post-sensed t-wave oversensing was observed via remote transmission. The patient received inappropriate hv therapy. Programming changes were recommended. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes the device was successfully reprogrammed.